Manufacturer narrative:
The reported guide wire was received for analysis. A damaged stent was found to be attached to the guide wire proximal spring tip solder bond. The damaged stent was removed from the guide wire spring tip without damaging the spring tip. Examination of the spring tip was intact and undamaged and did not reveal any damage to the proximal or distal solder bonds. At the conclusion of the device analysis investigation, the report of the guide wire becoming stuck on a stent was confirmed. However, the reported vessel closure was unable to be confirmed through analysis of the returned guide wire and the root cause is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a previously placed stent became dislodged. The oad was used to treat lesions below the knee, however when atherectomy was completed the viperwire guide wire was unable to be removed through the support catheter. When the wire was removed, it was found that a stent was present on the tip of the wire. It was unknown prior to the procedure that a stent was present in this location. Balloon angioplasty and additional atherectomy was performed in the superficial femoral artery. The peroneal was then noted to have shut down and was unable to be wired or treated with balloon angioplasty. Thrombolysis was performed to resolve the closure and the patient was in stable condition following the procedure.